Event description:
On (B)(6) 2013, the subject pacemaker was implanted with a non-sorin vdd lead. A ventricular pause (> 2s) was observed on the external ECG monitor when the pacemaker was programmed, while the pt was still in the operating room. Review of the implant memories revealed a ventricular burst (with signals with 125 ms intervals), which the physician suspected to be at the origin of the observed pause (pacing inhibition). The physician is not complaining about the device, but he is requesting our opinion regarding the origin of the observed noise.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.